Event description:
It was reported that the event involved a male pt while in the cath lab when the pump was turned on. The intra-aortic balloon (iab) was inserted through teflon sheath via right femoral artery with no issues. Immediately when the main switch of the pump was turned on, the pump gave a "system running on battery power" alarm even though its ac power cord was plugged into an active ac power source. The power indicator and the battery charge light did not light. It was attempted to resolve the issue by turning off the pump and reconnecting the cord with no success. As a result, the pump was switched out to competitors maquet cs300 pump successfully. No report of pt death, injury or complications. No medical/surgical intervention was required. No delay or interruption in therapy was noted. The pt outcome is good.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.